Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, part of the lead was returned in one pieced for analysis. Final analysis found an external abrasion consistent with friction to the device can. No further anomalies were detected.

Event description:
This report is to advise of an event observed during analysis.